Manufacturer narrative:
At the time of this report the investigation is still ongoing. As soon as the investigation is finished the report will be updated and a follow-up/final report will be provided to the FDA.

Event description:
It was reported that the operating table failed during a surgery. The surgery was interrupted due the failure. The patient was transferred to another table and the surgery continued in another room. The patient was anesthetized when this issue occurred. A doctor of this clinic stated that the patient was harmed due to this issue. Further information concerning this harm was requested, but not provided yet. We do not know, whether a medical intervention was required to prevent a serious injury (e.g. Due to a temporal threat) or of what extent the reported harm was. That is why we report this as serious injury in abundance of caution. Manufactuerer reference # (B)(4).

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
The affected operating table is supplied with power via a stationary transformer that is connected to the table. In this transformer among other parts four batteries and a charging voltage regulator are mounted. The charging voltage regulator failed in this case and caused this incident. It was exchanged. The defective voltage regulator was discarded and could not be investigated. Two days prior to the incident, repair work was performed on the transformer, because leakage occurred on the batteries. All batteries were swapped. We cannot determine the exact root cause for the regulators failure. It might be related to a pre damage that occurred during the previously performed repair work or the leaking batteries. The affected table was in clinical use for more than 20 years. We assume that the stationary transformer unit was in use since than, too. Wear out and aging might have contributed to this failure or caused it. Further information concerning the kind of injury or harm the patient received was requested from the hospital, but not provided. We do not expect to receive this information in the future. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report. Section f - correction- importer changed from maquet medical systems to getinge USA sales, llc. Contact person changed from (B)(6) to (B)(6).